Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason.

Event description:
It was reported that the patient underwent a lead revision procedure due to an unknown reason. Additional information was received that the patient experienced inadequate pain relief due to the placement of the lead. The physician relocated the lead to be more midline and the lead remained implanted. The patient was doing well postoperatively.